Manufacturer narrative:
Device evaluated by third party

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was observed with electrical damage. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as debris on lcd screen and damaged buttons on upper enclosure were observed. Device circuit board was observed with electrical damage. The device was scrapped.